Manufacturer narrative:
Concomitant medical products: the therapy date for the following device is unknown: model: 3186 (x2); scs lead. Model: 3341, scs extension. Mode name: prodigy, scs ipg. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient experienced loss of stimulation. Diagnostic testing indicated multiple invalid impedance measurements. Subsequently, surgical intervention was undertaken on (B)(6) 2018 during which the reported lead was explanted and replaced. Stimulation was restored following the procedure.